Event description:
Dirt implant, patient went to hospital with complaint of dirtness of breath, severe orthopnea and back muscle pain. Patient prescribed analgesic meds prior to going home. Weeks after implant, patient hospitalized for cardiac tamponade; suspected right ventricular perforation. Lead repositioned 25 days later. Next day bilateral pleural effusion seen on x-ray. Developed multiple organ system failure and family elected dnr status; pt expired 15 dys after lead reposition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.